Event description:
Reporter stated he obtained a result of 200 mg/dl on the aviva system and then took 15 units of his regular insulin. Reporter stated that within 10 minutes he began feeling weird, his son found him, and treated him with orange juice. Reporter stated that 10 minutes later, he obtained another result of 40 mg/dl on the same system, drank more orange juice, and ate candy. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.